Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the tka surgery with implants in question due to non-union after the chs surgery. The details of chs surgery are unknown, and the implants were another company's products. After the tha surgery, infection occurred. The patient was followed up, but pus spurted out, so the tka removal surgery (lt-hip) was performed on (B)(6) 2021, due to infection. In the removal surgery, the patient underwent debridement and girdlestone operation. The surgeon commented that the risk of infection might be high because tha was performed after non-union. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.